Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via phone call that their insulin pump had low battery customer also reported that insulin pump rewind anomaly. Customer states that insulin pump had failed battery and it gives no delivery alarm. The customer¿s blood glucose level was unknown. Insulin pump will not be returned for analysis.